Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the cartridge was changed to address the issue. Subsequently, it was reported that a cartridge alarm occurred during insulin delivery and that there was an o-ring on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Customer's blood glucose ranged from 160-161 mg/dl.